Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with set screw marks on both terminals and puncture holes in the silicone sleeve at the surface only. Tissue entwined in the helix mechanism was also noted. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field.

Event description:
Boston scientific received information that five years ago the physician noted that the right atrial (ra) lead exhibited a decrease in impedance measurements, an increase in threshold measurements and atrial undersensing. Boston scientific technical services advised that the lower rate limit be increased in an effort to ensure pacing. However, no changes were made to the system and the patient continued to be followed. Five years later the ra lead was explanted due to a dislodgement. It was noted that the patient had twiddler's syndrome. At the time of explant the boston scientific sales representative noted no visual damage to the lead and the patient had no adverse effects. The ra lead was returned for analysis.